Manufacturer narrative:
B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's battery icon was showing yellow and the status screen was showing 100% the insulin pump seemed to be lagging and not responding when the buttons were pressed immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.